Manufacturer narrative:
(B)(4).

Event description:
It was reported that "one month post insertion the patient returned for dialysis. Air was withdrawn from the hub indicating a leak. The dialysis catheter was used three days prior to this with no leak detected. The customer state the hub is cracked.".

Event description:
It was reported that "one month post insertion the patient returned for dialysis. Air was withdrawn from the hub indicating a leak. The dialysis catheter was used three days prior to this with no leak detected. The customer state the hub is cracked.".

Manufacturer narrative:
(B)(4). The customer returned one connector assembly and two green compression sleeves for evaluation. The compression cap was not returned, and the compression cap and sleeves were not assembled to the connector. A portion of the catheter body was connected to the double d cannula. Microscopic examination revealed the venous (blue) luer hub contained one small crack. The connector assembly was leak tested by attaching a 5 ml lab syringe filled with water to each luer hub and depressing the plunger. When the venous line was tested, water leaked out of the crack in the extension line hub. Testing the arterial extension line did not reveal any leaks. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation. The venous extension line contained one small crack. A functional leak test was performed and no other cracks were detected. Based on the time of discovery and the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.